Event description:
Received, via copy of end user medwatch #2201630000-2006-8005 notification of a patient death: "patient underwent stenting procedure, went into vfib arrest prior to end of procedure and expired." Per cover letter received from hospital, the possibility of air being introduced during the procedure possibility contributed to the patient's death. The hospital is retaining the used devices. Guidant corporation (co-pilot) bleedback control valve, ref #1003331, lot 511951) and merit medical (manifold kit #k09-00970p) were also notified by the hospital of this event.